Event description:
Deep skin irritation; please review a new product called regenpen marketed by (B)(6). It's a medical device be sold direct to consumers. It should only be used by aestheticians in clinical practice. FDA safety report ID# (B)(4).